Event description:
It was reported that within approximately two and a half months post implant that the right ventricular (rv) lead impedance increased to above 3000 ohms and then fell back to under 3000 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary for (B)(4) lead: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance with a patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. The weekly pace lead impedance trend data shows a gradual increase for min and max ventricular pace bi impedance equal to 855 to 2983 ohms peak between (B)(4) 2011 and (B)(4) 2012.